Manufacturer narrative:
A ge representative evaluated the system and reloaded software and performed a touchscreen and system calibration. No pt injury was reported.

Event description:
The customer reported the system is experiencing intermittent boot up issues. Customer reported this has occurred twice in the past 2-3 weeks. Boot up would hang at one point in the process and would not finish. Staff would have to retry boot 3-4 times before a successful boot up would execute. No pt injury was reported.